Manufacturer narrative:
The customer's report that the set caused air-in-line alarm was not confirmed. The set sample was inspected for kinks, holes/tears in the tubing or damages to the components. There was a minor kink below the check valve component. Air bubbles were also noted throughout the set. The set was reprimed per and an infusion was programmed at the reported rate for one hour. The infusion completed as expected with no alarm or any issue. The root cause that the set caused air-in-line alarm was not identified. Although air bubbles were noted throughout the set, it is not possible to determine if air entered the tubing at the time of the customer event or during transport/storage prior to evaluation.

Event description:
It was reported that there were air-in-line alarms, even after "changing out" (3) three different modules. No air was seen in tubing. The event occurred upon initiation of the IV fluid. The fluid was lactated ringer's infusing at a rate of 125ml/hr, with a vtbi of 1000ml. It was noted that the infusion; "worked after trying new tubing". It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, no patient information provided.

Event description:
It was reported that there were air-in-line alarms, even after "changing out" three different modules. No air was seen in tubing. The event occurred upon initiation of IV fluid. The fluid was lactated ringer's infusing at a rate of 125ml/hr, with a vtbi of 1000ml. It was noted that the infusion "worked after trying new tubing." There was no patient harm.